Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The reported patient effects of angina and restenosis are known observed and potential patient effects as listed in the promus everolimus eluting coronary stent system electronic instructions for use (IFU). However, follow up information received confirmed the implanted stent, which was noted to have restenosis, was not a promus stent.

Event description:
Subsequent to the initial report filing, additional information was received stating that the implanted stent which was noted to have restenosis was not a promus stent, but was a non-abbott stent. No additional information was provided.

Event description:
It was reported that the patient had a promus stent implanted in the proximal right coronary artery (rca) on (B)(6) 2013. On (B)(6) 2013, the patient presented with cardiac chest pain and was hospitalized. The next day, angiography, revealed 70% proximal in-stent restenosis of the promus stent. Treatment was performed with balloon angioplasty on (B)(6) 2013 and the patient was discharged from hospitalization on (B)(6) 2013. No adverse patient sequela was reported. No additional information was provided.